Event description:
On (B)(6) 2007, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle acetabular shell sz 60 mm with a 40 mm metal insert and a summit duo-fix femoral component size 9 with high offset and a 40 mm +1.5 mm head. Soon after surgery, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my left thigh and left hip area, but mostly in the groin area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. On (B)(6) 2011, my doctor recommended revision surgery, which I will need in the near future. Diagnosis or reason for use: osteoarthritis of the left hip.